Manufacturer narrative:
A ge rep evaluated the system and reloaded software and replaced a blown fuse. The system operates as intended.

Event description:
The fse reported that the system would not boot up. There is no report of injury or death associated with this event.